Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9186452. It was reported needle clog during priming. Verbatim: spouse of consumer reported needle clog during priming, stated that her husband is new to using the pen needles. During the priming there is no insulin flow.

Manufacturer narrative:
Investigation: no samples (including photos) were returned as of (B)(6) 2020 therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformance's were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications.

Event description:
It was reported that bd ultra fine¿ pen needles were clogged during priming. The following information was provided by the initial reporter: material no: 320122 batch no: 9186452 it was reported needle clog during priming. Verbatim: spouse of consumer reported needle clog during priming, stated that her husband is new to using the pen needles. During the priming there is no insulin flow.